Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 403 mg/dl. The customer was treated for the high blood glucose with 10 units of insulin with a syringe. The customer was informed that there could be many reasons for high blood glucose. The customer declined trouble shooting the high blood glucose. The customer was assisted with filling the tubing. The customer was advised to call back the help line if they had any further questions. No further information was provided.